Event description:
Force feedback cadiere used for the dv5 da vinci, did not work after multiple attempts after putting instrument into patient. Ref# 475049, lot# u10240816 0018, used a different force feedback cadiere and it worked correctly. Not working cadiere given to [redacted].